Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 for a low blood glucose (bg) level of 52 mg/dl and it was addressed by the customer consuming carbohydrates. The customer was treated at the hospital with intravenous drip and the customer's healthcare provider also lowered the basal rate on the pump. Reportedly, the customer stated that the low bg level was not caused by the pump nor the supplies. It was noted that the customer had an unknown illness which induced vomiting and made it difficult for the customer to consume carbohydrates. The customer was released from the hospital on (B)(6) 2016.